Event description:
The facility reported that three implants were placed in 2008. The following year, the patient reported that a second implant was extruding. The following month, the physician removed the implant, a small amount of blood was suctioned, and the site was cauterized with silver nitrate. Avelox (antibiotic) was prescribed to the patient post operatively.

Manufacturer narrative:
The customer disposed of the implant and will not be returning it for evaluation. Two different lots were implanted into the patient, and it is not known which of the two lots extruded first. Reference MDR# 1045254-2009-00030 for the earlier removal of an implant from the same female patient.